Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Motor tested ok. No motor error alarms noted.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 210mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.